Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing found that the rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. A review of the system logs showed that the adapter was connected to the gen2 acc software and the strain gauge was responsive. The adapter was connected to an rpa clamshell and power handle running v29.6 software and the device calibrated correctly. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument broke and the jaws will not open completely. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged housing. Visual examination noted that there was a dent in the outer tube. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. Another unreported condition was identified: uart communication error. Functional testing found that there was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the gastric sleeve procedure, the powered handle did not open completely while in use. The load only opened at 95 percent. It was noted that there was damage to the adapter. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, h3 d10 concomitant products: sigphandle, sig power sigphandle handle, (serial# (B)(6)) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# unknown) sigpshell, sig power sigpshell control shell, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the gastric sleeve procedure, the jaws of the reload did not open completely while in use. The reload only opened for about 95 percent. It was noted that there was a big dent on the adapter. There was no patient injury.